Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.

Event description:
Patient reported right side "capsular contracture baker grade IV", and "deflation." The events of "ana markers for autoimmune disease", "feeling sick", "hair loss" are not considered device related. Device remains implanted.